Event description:
It was reported that, "pt received a bi-polar hemi hip arthroplasty for a femoral neck fracture. The hospital owns these implants and instruments. The appropriate sized bi-polar head was trialed and selected. The rep showed the surgeon and fellow the box to approve the implant. The bipolar head was implanted and reduced, and the pt was closed and taken to post-op recovery. At this time, a circulating nurse was entering implants, it was noticed that the bi-polar component had an exp date of 2008-07 (07/2008). The ortho fellow said he would notify the family."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info was requested. If it becomes available, it will be submitted in a supplemental report.